Event description:
Inadequate bone quality/quantity, infection. Pain, increased sensitivity, mobility, bleeding, swelling. Failed to osseointegrate within 365 days. Difficulty: implant insertion into bone, pt condition, local infection/subacute chronic osteitis. Bone quality type: ii. Bone substitute used: allograft. Site (ada): 14. Order type: consignment. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".